Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this complaint, attempts were made to obtain patient weight. Further information was requested but not received.

Event description:
It was reported the patient¿s ipg was unable to communicate with external devices and patient lost therapy. It is not known if the ipg depleted prematurely. Surgical intervention may be taken at a later date to address the issue.